Event description:
The customer reported clear fluid leaked from the cap piercer involving the unicel dxc 880i synchron access clinical system and disabled the cap piercer. The customer had on proper personal protective equipment (ppe) and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated, and there was no patient impact. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the piercing blade had broken several times and a piece of broken blade cut the o-ring, that seals the wash station on the cap piercer, causing wash solution to leak around the wash station. The fse replaced the cap piercer assembly and resolved the issue. The fse also noted insufficient vacuum during washing of the cap piercer blade. The fse discovered the waste tube fitting was partially clogged and replaced the tubing and fitting to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. Fitting. (B)(4).